Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level between 259 mg/dl and 518 mg/dl with moderate to small ketones. The user's current blood glucose level was 408 mg/dl. The user addressed bg level with boluses via the pump and a manual injection. During troubleshooting with tandem's technical support, it was determined that there was 1.5 inches of air in the tubing near the luer lock connection. The user primed the tubing to remove air bubbles.